Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient was admitted on (B)(6) 2014 for automatic implantable cardioverter defibrillator firing which was prolonged by pleural effusions. On (B)(6) 2014, upon discharge it was noted the patient¿s lactate dehydrogenase (ldh) had elevated to the 600¿s u/l (baseline is the 400¿s u/l). From (B)(6) 2014, the patient¿s international normalized ratio (inr) and ldh elevated further. The patient was anticoagulated with plavix, coumadin and a full dose of aspirin for the increase in ldh. A ramp study was performed and was unremarkable. Anemia and low hemoglobin and hematocrit were noted; therefore, the patient was transfused and stabilized with a rise in hemoglobin. All anticoagulation was held with this event. On (B)(6) 2014 the patient was slowly introduced back to anticoagulation with a full dose of aspirin and coumadin. The patient¿s mental status changed and slurred speech, some disorientation and right side facial droop were noted. A CT scan report showed a subarachnoid hemorrhage. The patient is currently in long term acute care. The patient¿s status is improving but the patient¿s speech and right side of the body remain affected.

Manufacturer narrative:
The patient's weight was not provided. The pump remains in use supporting the patient. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Section: corrected information. The pump was not returned for evaluation, as it remains in use supporting the patient. No further issues have been reported. A direct correlation between the device and the reported elevated lactate dehydrogenase and subarachnoid hemorrhage could not be determined. The instructions for use lists hemolysis, stroke, and bleeding, as potential adverse events associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.